Event description:
It was reported that a user experienced a sensor signal loss on a connected pump after starting a dexcom g7 continuous glucose monitor (cgm), with the system displaying a signal loss alert and no readings until they began appearing during the call; the user had restarted their phone and re-entered the pairing code prior to recovery. No adverse clinical symptoms reported. Outcomes included no change in blood glucose during the event and no need for medical attention. User support included review of device connectivity, user-reported actions, and troubleshooting education. Investigation of this case revealed transient communication interruption consistent with cgm signal loss, which resolved after user-initiated phone restart and re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth communication disruption.